Manufacturer narrative:
A ge svc rep performed an on site investigation. The customer had third party repair the monitor. The customer canceled the svc call. A follow up report will be filed when add'l details become available.

Event description:
It was reported that the monitor on the 9400 system would not work. No pt injury was reported.